Manufacturer narrative:
Pump received button error alarm due to corroded keypad traces. No moisture damage found inside the pump. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 121 mg/dl. Troubleshooting was performed. The device was returned for analysis.